Event description:
Tech alleged that the brake and brake steer casters were not holding.

Manufacturer narrative:
Tech found both casters to have bolts missing. Tech replaced the bolts and adjusted the brake and brake steer casters to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.